Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that while removing the guide wire, during an osteotomy, hip, the wire got stuck in the plate. As the surgeon tried to work the wire free, it broke. The wire broke above the plate, not in the patient. The wire was removed from the plate with pliers and all pieces were retrieved. No adverse effect to the patient was noted and the procedure was completed without further incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.